Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the cause of the reported event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res# (B)(4), was implemented.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) and charging cable experienced a thermal event. No impact on blood glucose levels was provided.

Manufacturer narrative:
Addition to h11: cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.